Event description:
The device was used during a "vats" procedure. Reportedly, the jaws on the instrument were difficult to open. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.